Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 4058m52 implantable pacing lead, implanted: (B)(6) 1995. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead experienced a polarity switch due to low impedance. In addition, oversensing noise was detected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.